Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 385102 and lot number 3306809. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No response received.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte ext set, luer-lok 6 in micro bore leaked. The following information was provided by the initial reporter, translated from chinese to english: ¿1. Specific operational use: on (B)(6) 2024 at about 09:50 a.m., the pediatric ward nurse practitioner in the process of giving and receiving infusion with the child, found that there is a leak in the diaphragm, it can not be used, and needs to be replaced with a new diaphragm 2. Adverse event: leaky septum, wasted medication. 3. Impact on the victim: caused the child to be punctured twice, and the family was dissatisfied with the safety performance of the consumables we used. 4. Treatment measures and results: immediately remove the peripheral intravenous catheter and replace the septum. Immediately notify the equipment section and report the adverse event¿.